Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a urinary catheter. The customer reports the probe bent/kinked and the balloon would not deflate. The surgeon had to operate on the patient in order to remove the probe and to put a new probe. There was no harm to the patient. The reported lots numbers are 606855164x, 6017750164x or 522959064x: only one of those 3 was used but the customer cannot remember which one.

Manufacturer narrative:
Submit date: 12/05/2016. Section was updated to add a telephone number.